Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. The probe will be analyzed by our quality department and investigation will make possible to know the cause of the incident.

Event description:
After 3 days of implantation the monitor display the error code e001. First they try to reposition the "old" catheter with no results. Second they open a new one pso-pbt without changing the bolt but they could pass the pathway of the bolt. Third, they open the second pso-pbt (that is now implanted) and change the bolt. With is operation the pic and temperature values are ok and the catheter was in use in the patient.